Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the catheter was leaking. No patient symptoms or complications were reported and the patient¿s status was listed as no injury.

Manufacturer narrative:
Approximately 33 cm of the edm ventricular catheter was returned. The catheter was patent and met the requirements for leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. Proteinaceous debris was observed within the interior and exterior of the catheter. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the leaking was not determined.